Event description:
It was reported that the surgeon inserted a 22.5 diopter cq2015 three piece collamer lens and the trailing haptic was torn as it was advancing through the injector. The reporter believes the incident was caused by the injector. The lens was removed and replaced with no patient injury.

Manufacturer narrative:
The pump is in the process of being evaluated.